Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/ migration of essure device location of device: tearing through the tubal walls right side was worse than left side / migration of implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Concomitant products included ibuprofen from (B)(4) to (B)(4) and medroxyprogesterone acetate (depo-provera) from (B)(4) to (B)(4). In (B)(4) 2009, the patient had essure inserted. On (B)(4)2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced bladder disorder ("bladder or problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), pain ("body ached"), arthralgia ("hip pain") and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed in (B)(4) 2012. At the time of the report, the fallopian tube perforation, bladder disorder, urinary tract disorder, headache, weight increased and pain outcome was unknown, the migraine, fatigue, alopecia and arthralgia had resolved and the back pain was resolving. The reporter considered alopecia, arthralgia, back pain, bladder disorder, fallopian tube perforation, fatigue, headache, migraine, pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: she used iud and pills. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Current weight: 140 lbs. Most recent follow-up information incorporated above includes: on (B)(4)2018: reporters added and updated patient demographics. Historical drug, laboratory data, concomitant drugs were added. Added suspect drug indication. Added events bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: tearing through the tubal walls right side was worse than left side/ perforation (fallopian tube(s)), fatigue, hair loss, weight gain / loss specify which one: weight gain, body constantly ached hips and lower back always in pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant.). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.